Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. It was reported that the patient¿s peritoneal effluent fluid culture was positive for two organisms (specifics not provided), which required the removal of her pd catheter (not a fresenius product). Subsequently the patient transitioned to outpatient hemodialysis (no longer with fresenius) and has recovered from the serious adverse events. Attempts to obtain additional clinical information (e.g., patient demographics, organisms, antibiotics) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization, removal of the patient¿s pd catheter (not a fresenius product), and the transition to hd therapy for rrt. The etiology of the adverse events is unknown; therefore, causality cannot be firmly established. It should be noted that the lack of additional clinical information precluded a more comprehensive investigation. However, there was no assertion the serious adverse events were related to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 21/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. It was reported that the patient¿s peritoneal effluent fluid culture was positive for two organisms (specifics not provided), which required the removal of her pd catheter (not a fresenius product). Subsequently the patient transitioned to outpatient hemodialysis (no longer with fresenius) and has recovered from the serious adverse events. Attempts to obtain additional clinical information (e.g., patient demographics, organisms, antibiotics) were unsuccessful.